Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited an error message upon interrogation. No patient symptoms or additional information was reported.